Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Subsequently, it was reported that the pump battery was unable to charge. Customer's blood glucose level was 198 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.